Manufacturer narrative:
Continuation of d10: product ID: b3300542, serial #: (B)(6), product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: b3300542, serial/lot #: (B)(6), ubd: 07-may-2027, UDI #: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that impedance testing at 1.0ma during stage 2 of the procedure showed elevated values of ">5k ohms" on segments 1a and 2a of the left lead, despite all impedances being within range at the end of stage 1. Reconnecting the extension at the ipg and lead/extension sites did not resolve the issue, and two test cables failed the connectivity test with the left lead but passed with the contralateral right lead. The left lead was presumed defective or fractured, and it was replaced during surgery while the ipg and extensions remained implanted. Post-replacement impedance testing showed all values within normal range, resolving the issue. No further information is available from the healthcare professional.

Manufacturer narrative:
H3: analysis was performed, and no abnormalities were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.